Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the display screen of the programmer was cracked, which also accounted for the stylus not functioning; the bezel shield assembly was replaced, and the stylus was recalibrated. The device passed final functional and system tests.

Event description:
It was reported that the programmer screen was cracked and the programmer was unable to activate by turning on/off the power switch. The programmer has been returned for repair. There was no patient involvement. It was further reported that the returned programmer subsequently tested out of specification during manufacturer¿s analysis.